Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (damaged pins) has been confirmed. Upon investigation the monitor's belt receptacle guide pin was damaged causing the belt barrel to be stuck. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's electrode belt and monitor was damaged.